Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: was the device reused/reprocessed? How long was the procedure? When was it identified the tissue pad was missing? What generator was used? Was any error code/message displayed on the generator? Was the procedure converted to an open procedure? Was the device activated without tissue in the jaws? Is the patient still in the hospital or has the patient been released? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic radical gastrectomy for gastric cancer procedure, the tissue pad fell into the abdominal cavity. It took two hours to look for the tissue pad, however it was not found. The patient is still currently in the hospital as it still cannot be confirmed where the detached tissue pad is.

Manufacturer narrative:
(B)(4). Batch # m91w05. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.